Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that during the implant procedure, the physician was unable to find an appropriate site with good sensing and thresholds. The lead was replaced.